Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient undergoing a catheter trial. The patient's medical history was unable to be obtained. It was reported the physician could not access cerebrospinal fluid (csf) at another level, so the procedure was aborted until a magnetic resonance imaging (MRI) was done. No csf flow occurred on the needle stick. The catheter did advance, but the doctor was not comfortable that it was truly intrathecal, so he aborted the procedure. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No surgical intervention occurred and it was unknown if any was planned. It was later reported by the device representative that it was unknown if the patient had his MRI yet. The patient had a bsx stim system removed at the same time as the catheter trial procedure on (B)(6) 2016, so he had some incisions that were healing. It was noted they never got csf flow on any of the needle sticks. The patient did complain of some transient tingling in his right leg, but it was brief and went away. The doctor was unsure why and that was why the MRI was being recommended. Stenosis was suspected at those levels. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.